Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, a white band was observed on one side of the display. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there is a white band on the lcd screen. Additional information received indicated that the white band does obstruct the measured values. The error messages and/or audible alarms are functioning as designed during alarm conditions. The device was able to engage in monitoring activities. No known impact or consequence to patient.